Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to undersensing premature ventricular contractions. No device intervention or patient symptoms were reported but programming changes were discussed.